Event description:
It was reported by the patient¿s parent (mother) that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels while wearing the pod between 4 and 24 hours. Blood glucose values were reported to have reached approximately 750 mg/dl. The patient's mother stated that the cannula was found bent but that it may have become bent because the pod was in a plastic bag. The timing of the bent cannula was not confirmed. Reported symptoms included mild ketones. It was also reported that the patient has asthma and started having chest congestion and coughing days before the event. The patient was prescribed a steroid by endocrinologist. The patient¿s parent stated that to be unaware of a diagnosis. Treatment during hospitalization included insulin drip and that the patient¿s blood glucose level after went to 64 mg/dl. As of (B)(6) 2026 the patient remained hospitalized with no anticipated discharge date provided. No further information could be obtained despite multiple good-faith efforts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.